Event description:
The facility reported a colleague infusion pump with "channel door will not open." It is unknown when this event occurred; however, this event occurred in the general pt ward. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of channel door will not open was not confirmed nor duplicated during product evaluation. The device was operating according to specification during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced for the reported condition prior to this event. Should additional information be received, a follow-up medwatch will be submitted.